Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g4, h2, h6 and h10. Since the device lot number and the event date were unknown, the legal manufacturer performed the device history records review over the last year prior to the date of occurrence; there was no abnormality regarding the following inspection item related to the event. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The subject device and detailed information could not be obtained. Therefore, the exact cause of the reported event could not be identified. However, the most probable cause of the leak may include: the rubber of the biopsy valve was damaged or deformed by attaching / detaching the aspiration needle and the syringe during the procedure. The biopsy valve was not placed properly to the endoscope. Based on a similar complaint, it is likely that user handling /technique might have contributed to the event. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for investigation. The exact cause of the reported event could not be identified. Probable causes of the leak may include the following: the rubber of the biopsy valve was damaged or deformed by attaching/detaching the needle and the syringe during the procedure. The biopsy valve was not placed properly on the endoscope. The reported events occurred at one specific facility, it can be inferred that user handling/technique might have contributed to the event. Olympus will continue to monitor the performance of this device.

Event description:
During an endobronchial ultrasound (ebus) procedure, it was reported that fluid splashed out of the valve cap and onto the physician. This occurs when the patient coughs during the procedure, not during the withdrawal of the ebus needle. No patient or user injury was reported. The user facility stated multiple biopsy valves leaked during procedures performed by several different practitioners. The events reported occurred intermittently over the last 12-24 months. The users believe that the biopsy valve cap, once punctured with an ebus needle, does not seal anymore. The valves were installed correctly and were not broken prior to being installed. The user facility was in-serviced on proper ebus needle use by the local sales representative. This is report seven of ten.